Event description:
It was reported that patient¿s ipg failed to establish communication with external devices. The ipg was later deemed inoperable. Patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.